Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined. No products were returned, therefore a failure analysis investigation cannot be performed. A senior failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following information was provided: this stapler fired a total of ten reloads during this procedure. On the first reload install the system did not detect the reload and the user manually selected a blue reload. Firings two and seven both paused for compression. There were no incomplete clamps with this stapler during the procedure. After fire number eight, there were four consecutive installs where the system did not detect the reload color (the system detected the lockout mechanism, indicating that there may not have been a reload present in the jaws), but the user removed the instrument without manually selecting a color. A review of the device logs for the sureform 60 stapler (part# 480460-09 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler was last used on (B)(6) 2021 via system serial# (B)(4). This is a single use instrument which used all 12 reload fires. The system logs of this procedure were pulled and reviewed and the following was observed: no relevant errors were observed during this procedure. In addition, the real-time event logs were pulled by a mechanical engineer and no evidence was observed that indicated the system misread a stapler reload during this procedure. This event is being reported as an adverse event because it was reported that a staple line caused a dehiscence and abscess formation and the patient required a re-operation as a result. Although the customer described an issue with the color reload being recognized, this event does not indicate a malfunction that would cause or contribute to an injury. This sureform stapler instrument was fired the maximum amount of fires during this procedure and there were no reported intra-procedural issues that would indicate that this instrument malfunctioned.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, a sureform 60 stapler misrecognized a blue reload for a green reload. The blue reload was fired with the system thinking it a green reload. The surgeon reported that this staple line caused a dehiscence and abscess formation and the patient is in need of re-operation. Follow-up: on 15-june-2021, the intuitive surgical inc. (Isi) clinical sales representative (csr) was contacted and additional information was obtained about the complain. This staple line was fired during the distal gastrectomy phase of the procedure. The dehiscence and abscess formation was first noticed when the patients vitals dropped post-op day two. This stapler instrument was used for about two hours during this procedure. No errors or messages were generated during this event. The surgeon did not encounter any obstructions during this stapler fire. The target tissue was the stomach and it was reported that the tissue was not calcified, and there was no tissue tension nor tissue bunching. No malformed staples were noticed on this staple line, however, it was reported that the surgeon believes the dehiscence and abscess formation was caused by improper staple formation during this fire with the misrecognized stapler reload. No clamping issues occurred with this stapler fire. Neither the reload nor the stapler instrument used during this event is available for return. A follow-up procedure was performed to repair the reported dehiscence and abscess formation via laparoscopy. The patient has been discharged from the hospital.